Manufacturer narrative:
The service engineer decontaminated the ise module. The customer calibration, qc, and precision were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect k for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The initial k result was 2.1 mmol/l and was reported outside of the laboratory. The physician questioned the result. The customer repeated the sample on a cobas 6000 c (501) module and the repeat result was 4.0 mmol/l. A different sample from the patient was tested on a c (501) and the k result was 4.0 mmol/l. The repeat results were deemed to be correct. The k electrode lot number and expiration date were asked for but not provided.